Event description:
A complaint was rec'd that when using a medisense blood glucose monitoring device, the consumer rec'd a higher capillary reading of 250 mg/dl when compared to a venous lab test of 148 mg/dl. When the values were plotted onto a clarke error grid, the results fell within the "c" zone which is considered clinically significant. No product was returned for eval. Troubleshooting with control solutions and checkstrips were within range indicating the meter and strips to be functioning within specs and testing of retained samples of the lot of strips indicated the clinical efficacy of the batch.